Event description:
In 2008, the nurse at the hospital, where the pt has been since birth, contacted baxter to report a malfunction of the homechoice machine. According to the nurse, the drain volume did not reach 85 % of the last volume infused and the machine moved to the next fill cycle. When the homechoice began to fill the pt, the clinical status immediately changed to irritability, abdominal distension, high blood pressure, and tachycardia. The home pt was disconnected from the machine and the nurse contacted the nephrologist. The nephrologist authorized a manual drain for the pt. After the manual drain, the pt was stabilized.

Manufacturer narrative:
The homechoice device was received on 6/6/08 and was evaluated in the product analysis lab (pal). The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. Review of the available event and therapy log data revealed that on the date of the reported difficulty the drain was bypassed. Therefore, the event appears to be due to use error. This device will be sent back to baxter for servicing.